Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier/com express board will be replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reset error when the unit was turned on. There was no reported patient involvement.